Event description:
The guidewire broke after meeting resistance as it was removed from the packaging. There was no patient involvement.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues were found. The DHR review showed device met all required specifications upon its release. Visual analysis of the returned device revealed that the guidewire was not fractured as originally reported but rather the tip had bends at 12.5 cm, 13.5 cm, 14.5 cm and 15.5 cm from the distal end. As the device does not present any type of fracture along the body and no additional information was provided by user facility, it is possible that the device may have been unloaded from the distal section of the guidewire. The physician would most likely have had to apply additional force to overcome the resistance resulting in the bends noted at the tip of the device. Therefore the root cause was most likely the result of handling damage. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question in that the device was not found to be broken as originally reported but kinked.

Event description:
The guidewire broke after meeting resistance as it was removed from the packaging. There was no patient involvement.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that there was no damage noted to the packaging, the dispenser hoop had been flushed with saline and that tensile force was applied in order to remove the device from the dispenser hoop thereby causing the distal section to break.